Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she has been having leaking issues and urgency problems and her symptoms are getting unbearable. The patient stated she tried adjusting stimulation but saw poor communication and 'turn neurostimulator on' screen. It was noted that stimulation was off when synced with patient programmer. The patient thought the stim turned off because the programmer batteries depleted. The patient replaced batteries and pp was working as intended. Patient did not intentionally turn stim off and stated the stim off button may have been hit when the pp was in her bag. Device was turned on. Patient initially felt the same pulsing that she felt when she was first implanted. Caller stated her body just needed to get used to the stim again. Patient later described this as a 'shock', but confirms the stimulation is comfortable. Stimulation is on program 3 with a stim of 1.6 and was there were feeling stimulation in the correct location. Troubleshoot resolved was resolved. Patient stated she had an EKG, holter monitor, and went through metal detectors and asked if this could have turned stim off. There were no further complications reported at this time.